Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate delivery of insulin. The reporter stated that the patient had a blood glucose level below 70 mg/dl but over 40 mg/dl. The reporter stated that there were no symptoms of hypoglycemia. The alleged blood glucose excursion does not meet the criteria for a serious injury. This complaint is being reported because, the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/29/2015 with the following findings: the black box showed a loss of prime on (B)(6) 2015. Pump was manually suspended on (B)(6) 2015 and deliveries never resumed. A review of the total daily doses added up appropriately and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The alleged issue could not be duplicated.